Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-00781.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-00781. Additional information received identified the patient is currently "doing fine" and "everything is resolved". It was also reported that no culture was obtained and patient was treated with intra-venous antibiotics in the hospital. Additionally, it was reported the infection was not related to the scs system.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-00781. It was reported the patient went to the emergency room (ER) and per the ER physician, there is a suspected infection at the scs lead site(s). No additional information is available at this time.